Event description:
It is reported that the inlay could not be fixed with stem, as the screw was too short. Surgery was completed with a screw from a bigger inlay.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.